Event description:
Pt reported that their meter to hcp meter (brand unknown) comparison was 180 mg/dl (ss) vs 245 mg/dl (hcp), respectively (27% difference). No symptoms were reported. No other info was provided. Unable to contact pt over the phone on follow-up. Letter was sent requesting that pt contact lfs. There was no allegation of harm.